Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three minicaps were leaking. The leaks were observed while in use by a patient during peritoneal dialysis (pd) therapy. To resolve the issue, the leaking minicaps were replaced with new minicaps. There was no damage, cracks, or other defects noted with the leaking minicaps. There was no patient injury or medical intervention associated with this event. No additional information is available.